Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade 2-3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4)year-old hispanic female patient underwent a breast augmentation primary with a 275cc mentor smooth round moderate profile saline breast implant (for right) and an unknown mentor saline breast implant (for left) and experienced postoperative right-sided deflation and bilateral capsular contracture (baker grade 2-3). The deflation was confirmed by a physician through visual examination. As a result, the patient underwent removal and replacement with 375cc mentor memorygel breast implant, catalog # 3503751bc, right serial# (B)(4) and left serial# (B)(4) on (B)(6) 2019. This medwatch report is for the left-sided implant.